Manufacturer narrative:
(B)(4). Date of follow-up report : 02/04/2016. . The product sample was not returned to the quality assurance laboratory for analysis. Without the sample, a detailed investigation could not be performed. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. The file will be closed as unconfirmed at this time. If additional information is obtained or the sample is returned, we will re-open this investigation.

Event description:
This procedure was a mechanical aortic valve prosthesis because of aortic stenosis. The pacemaker that was experiencing deviations in functionality and settings was a temporary unit; the patient did not have a permanent pacemaker at the time of this surgery.

Manufacturer narrative:
(B)(4) date of initial report : 11/06/2015. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a surgery, the patient's temporary pacemaker changed settings independent of human interaction, resulting in a less than 5 second episode of asystole. An extra ventricular electrode was placed as a safety measure. The pacemaker was changed to a non-sensing mode to decrease the likelihood of additional electrical interference. No patient injury was reported. Order to be sure to deliver ventricular pacing in the event of further problems with existing chamber electrode. Additional chamber electrode constructed after the incident before the heart surgery was completed. Purpose of 2nd temporary pacemaker: the same pacemaker was used during the postoperative hospital stay, but an extra pacemaker that was not linked to the extra ventricular electrode was ordered be available close to the patient in case of no pacing in the current system. No 'secondary temporary pacemaker' was activated, but it was available only in the event of another breakdown. The extra pacemakers could then be linked to the reserve chamber electrode. (Clarification per covidien rn: they added an extra ventricular electrode, just in case, but it was never used.)